Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the lead replacement procedure (reference MFR report# 1627487-2018-03508) drg lead was accidently pulled out of place at the vertebral level l4. As a result the physician replaced the lead with a new lead. Reportedly, effective therapy was restored post-operatively.